Manufacturer narrative:
This report is being amended to reflect changes. Device history records reviewed and no deviations or anomalies were found. A product history search revealed no additional complaints against the related part and lot combination. This device was used for treatment. Review of primary operative notes relayed that final components were cemented into place using a pressurization technique. Office visit summary dated (B)(6) 2014 indicates the patient has good results with range of motion from 3 to 110 degrees. Review of office visit summary dated (B)(6) 2015 indicates that the patient has crepitation with limited function. Mild discomfort, effusion, and audible and palpable crepitation as the knee passes from flexion into extension. X-rays taken at this time were reported to show satisfactory alignment and fixation. Review of an additional operative report indicates that the patient underwent bilateral arthroscopy and synovectomy for patellar clunk syndrome. The right knee was addressed first. Components were found to be in appropriate position and fixation. The patient described discomfort about the patellar tendon, but no abnormalities were observed. A large collection of hypertrophic synovium was identified about the superior pole of the patella. Office visit summary dated (B)(6) 2015 indicates that the patient is very happy with the result of the procedure. It was reported that the patient currently has no symptoms, no effusion, and excellent motion. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain. Subsequently, the patient underwent an arthroscopy and synovectomy on (B)(6) 2015.